Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 38 mg/dl. The customer was treated with glucose tablets. Troubleshooting was declined for it. Customer stated that they got a change sensor alert last night on same sensor with blood at site. Customer stated the site was not actively bleeding. Customer did not receive a sensor updating alert. Customer did not receive a calibration not accepted alert. Customer did receive a change sensor alert. It was reported that auto mode feature was not active at the time of low blood glucose. The insulin pump will not be returned for analysis.